Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
Patient underwent a left knee revision procedure one day post-implantation. During the procedure, all femoral components were removed and re-implanted in order to attach a spindle and taper adaptor.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, "device is single use only. After use, the device may be a potential biohazard. Reuse of devices labeled for single-use may result in product contamination, patient infection and/or failure of the device to perform as intended." Additional events for this patient are reported on medwatch numbers 0001825034-2016-01696 & 01902-01909. Requested but not returned by hospital.

Event description:
Patient underwent a right knee revision procedure one day post-implantation. During the procedure, all femoral components were removed and re-implanted in order to attach a spindle and taper adaptor.